Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead had decreased amplitudes. The threshold and impedance measurements were stable. A microdislodgement was suspected and intervention was performed to reposition lead. No adverse patient effects were reported.